Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the teflon fragment remained in the patient's body after removing the cannula on (B)(6) 2020. The patient's blood glucose level increased to 20.0 mmol/l. The cannula fragment was surgically removed at the clinic on (B)(6) 2020.